Manufacturer narrative:
Additional information: section f: please see section f information in attached user facility report.

Event description:
On post-op day one, a leg length discrepancy was noted on the x-ray. The femoral head component was revised to a different neck length.